Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name : gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile powder pouch had leaked from inside of the packet. Bone cement powder has spread in packaging's plastic poly pouch. This was packaging defect so this cement was not used for surgery as it was out of the sterile zone.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sterile powder pouch has leaked from side of the packet. Bone cement powder has spread in packaging plastic poly pouch. This was packaging defect so this cement was not used for surgery as it was out of the sterile zone. The product was not returned to depuy synthes, however photos were provided for review. See attachment (whatsapp image 2023-08-01 at 7.43.40 pm.jpeg). Device history lot : an nc was raised to address the current complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sterile powder pouch has leaked from side of the packet. Bone cement powder has spread in packaging plastic poly pouch. This was packaging defect so this cement was not used for surgery as it was out of the sterile zone. The product was not returned to depuy synthes, however photos were provided for review. The photo of this issue does not fully show the issue, however other complaints have been received for the reported issue. This product related issue has been addressed through depuy synthes quality system. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nc was raised to address the current complaint condition.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: sterile powder pouch has leaked from side of the packet. Bone cement powder has spread in packaging plastic poly pouch. This was packaging defect, so this cement was not used for surgery, as it was out of the sterile zone. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed, that the outer cement bag torn from the superior lid instead of open. Additionally, the inner cement bag can also be seen torn from the side exposing the cement powder. This product related issue has been addressed through depuy synthes quality system. A functional test was not performed, since it was not applicable to the complaint condition. A dimensional inspection was not performed, since it was not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the smartset ghv gentamicin 40g would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a CAPA was raised to address the current complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, d10 (concomitant), h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.